Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized with diabetic ketoacidosis. Customer's blood glucose level at the time of hospitalization 561mg/dl. Customer also reported that the insulin pump was not delivering insulin but there was an absence of a no delivery alarm. Troubleshooting occured. No additional information was provided.